Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was able to upload properly using carelink pro and all bolus data recorded properly on the data report. No history anomaly noted. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose over 400 mg/dl. The nurse stated that the customer treated the high blood glucose. The nurse stated that the drive support cap appeared normal. The nurse performed troubleshooting and did not find site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.